Event description:
The customer reported that the electrode doesn't stay in the reusable extension. The electrode fell out while in use in an open abdominal procedure, falling into the patient. The electrode came out easily with only fingers. The electrode was retrieved and there was no ill effect to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.